Event description:
During the investigation of another issue it was identified that the communication errors reported in medwatch # 1644487-2008-00596 should have been reported in a separate medwatch because they were associated with the programming wand, not the programming handheld from that medwatch. The following is the report concerning the programming wand: rptr indicated that he was encountering communication errors with his vns therapy programming wand. Wand was subsequently returned to MFR for analysis. During the analysis the reported issue, failure to program, was confirmed. The serial data cable, which produced communication errors, had an intermittent conductor. A known good bench serial data cable was substituted and all communications errors cleared.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.